Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ sharps collection next gen did not have a lid.

Manufacturer narrative:
Investigation summary: no samples or pictures were received. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. DHR/ncmr review the DHR review process was not performed due to the lot number was not provided. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. Investigation according with this investigation there is no enough information provided from customer, since there are no pictures of original packaging and/or label issued by the weighing system, in accordance to available information the non-conformance was related to a missing lid on the pieces received by the end user. However, this complaint was received from pieces sold by a distributor; for this reason, the evidence of original packaging is needed in order to rule out that this issue was generated due to incorrect handling, partial sell, non-controlled method to repackaging or related to manufacturing process. As part of current controls a weighing system to detect missing components is implemented within the manufacturing process. Conclusion: according to this investigation it was not possible confirm this issue like a failure mode related to the manufacturing process since the information provided it wasn¿t enough to determine the root cause.

Event description:
It was reported that a bd¿ sharps collection next gen did not have a lid.